Manufacturer narrative:
Concomitant medical products: product ID 407645 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) shifted and was painful. The ICD remains in use. No further patient complications have been reported as a result of this event.